Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead was inadvertently removed during extraction of the right ventricular (rv) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009; 694958 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.